Event description:
Additional information was received that the patient underwent generator and lead replacement on 2/10/2015. The explanted products were discarded by the explanting facility; therefore, no product analysis can be performed.

Event description:
It was reported that the patient underwent a two hour MRI using a transmit and receive coil and that device diagnostics following the MRI showed high impedance (dc dc code - 7). The physician indicated that device diagnostics prior to the MRI were within normal limits. The physician programming the device off after observing the high impedance. The physician reported that the patient would be referred for x-rays. It was reported that the patient wanted to have a new vns system and was scheduled for surgery. No surgical intervention has been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.